Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an blood glucose (bg) level of 47 mg/dl. Reportedly, the customer drank juice to increase bg level. Troubleshooting could not be performed with tandem technical support, as the customer declined to perform troubleshooting.